Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right below the knee vessel. The 1.5mm x 20mm coyote balloon catheter was advanced. Inflation was performed once at 6atms. During the second inflation, the balloon ruptured at 14atms. The device was removed and the procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right below the knee vessel. The 1.5mm x 20mm coyote balloon catheter was advanced. Inflation was performed once at 6atms. During the second inflation, the balloon ruptured at 14atms. The device was removed and the procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall near the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).